Event description:
It was reported that externalized conductors were observed on the rv lead via x-ray. High threshold and increased sensing were also noted. Lead was capped. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).